Event description:
It was reported that during a lead revision on (B)(6) 2025, patient experienced a headache due to cerebrospinal fluid leakage. Patient is now stable after management with medication and rest.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected: b5.

Event description:
It was reported patient experienced headache due to the csf leak.